Manufacturer narrative:
The field service representative found that when the unit was placed in rewarm mode, the temperature would fluctuate from 42 degrees c to 37 degrees c. Additional troubleshooting discovered that the a/d calibration was off. The representative calibrated and the a/d board. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the tcm was overheating during setup. The product was changed out and the surgery was completed successfully.